Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was having difficulty recharging the ipg. As a result, the ipg was explanted and replaced. Stimulation was regained post-op and the device performs as intended.